Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing inadequate relief of pain from the system. Patient reports that the pain has spread from left arm to right arm and neck. The patient reports headaches and dizziness. System adjustment was attempted without success. As a result, the patient may have surgical intervention to address the issue.

Event description:
It was reported that the patient had the system explanted on (B)(6) 2019.